Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.65 volts, which reflects middle of life. However, the charge time was 20.5 seconds. There was concern that the device depleted prematurely, based on the parameters programmed.